Event description:
Covidien received information stating that the ventilator displayed a device alert subsequently causing the device to stop ventilating the patient. The patient was removed from the device and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).